Manufacturer narrative:
The customer elected to replace the glidescope smart cable. During a follow-up, the customer indicated they have received the new smart cable and the intermittent image issue has been resolved. Since the one (1) year warranty has expired the customer elected to not return the smart cable used in the event to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was a short in the smart cable which caused an intermittent image when the cable was manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.